Manufacturer narrative:
Patient age/date of birth and weight are unknown device is an instrument and is not implanted/explanted. (B)(4) the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2018, the connecting screw broke and a piece of the screw stayed inside the patient. There was a difficulty in removing the broken device so, the surgeon decided the piece must remain inside the patient. There was a surgical delay of ten to fifteen (10-15) minutes. No additional medical intervention required. The procedure was successfully completed. The patient condition was reported as stable. This is report 1 of 1 for (B)(4).

Event description:
Patient underwent hip fracture surgery using the dynamic hip system (dhs) system on (B)(6) 2018. The surgeon attempted to unscrew the connecting screw following device breakage, but encountered difficulty.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient ethnicity is unknown. Part: 338.200; lot: 8077265; manufacturing site: (B)(4), release to warehouse date: october 10, 2012 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm & functional embedded device: rm.¿ the following investigation flow was performed: broken it was visually observed that the threaded tip has broken off from the instrument and was not returned (approximately 5.73mm-5.53 mm is missing from the device based on drawing) the complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional check: unthreaded tip outer diameter specification: ø4.5 +0/-0.1 mm measured (caliper: ca215p): 4.47 mm (conforming) a device history review was performed for the returned instrument¿s lot number and no material review reports (mrrs), nonconformance reports (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that an excessive off-axis load was applied to the coupling screw which led to failure at the point where the parts interface with lag screws. The failure mode can be associated with usage/processing/transport wear over the 5+ year life of the screw and/or methods of use, rather than a design or manufacturing deficiency. A material inspection was not done during the DHR review as only the top level of the device history record was reviewed as sub-components are not lot tracked. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.